Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician confirmed the reported alarm issue. The manufacturer¿s international service technician replaced the central processing unit printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the occurrence of error code 1104 (backup alarm failed) in the event log. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR :03mar2019. The central processing unit printed circuit board assembly (cpu pcba) was returned to the manufacturer's failure investigation lab for evaluation. The reported complaint of backup alarm failure (error code 1104) was not duplicated. No fault was found on the returned cpu pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.